Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became very hot while charging. Usb port and usb cable appeared to have "melted". There were no pump alerts or alarms. Pump battery was unable to be charged with another cable. If held in place, the damaged cable was able to intermittently charge the battery. Customer's blood glucose was 109 mg/dl. Although multiple attempts were made by tandem technical support to obtain additional information and to confirm if battery charged with new supplies, customer did not reply.